Event description:
It was reported that an asymptomatic patient presented in clinic with backup vvi. Due to low battery status, further troubleshooting could not be performed. Device replacement was scheduled. The patient was transferred to a different hospital. No further information is available.